Manufacturer narrative:
Argus case: (B)(4).

Event description:
Death [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a female patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started japanese polident for partials (polident for partials with taed). On an unknown date, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to japanese polident for partials (polident for partials with taed). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, there were plenty of partialdent, which were no longer used but used to be used to cleanse either dental corrective devices or the reporter's late mother's denture. On 21st november 2022, although initially reported as partialdent, the product was confirmed to be japanese polident for partials (polident for partials with taed). No further information is expected.